Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with right sided weakness. A CT scan showed an 80% blockage of the long circumferential artery (lca) and a non-specific area of infarct on the left hemisphere of the brain. International normalized ratio (inr) was 2.8 upon admission. The patient was medically managed and discharged to rehab on (B)(6) 2014 and then to home on (B)(6) 2014. The patient continues to have right sided weakness, ambulating with a walker.

Manufacturer narrative:
Approx age of device: 10 months. The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A root cause for the patient¿s ischemic stroke could not be determined through this evaluation as the pump was not returned for evaluation. The patient remains ongoing and continues on lvad support with no further issues reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.